Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started therapy yesterday. They were rewarming, but the arctic sun device was alerting 113 reduced water temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 37c, water temperature (wt) was 31c, water flow rate (wfr) was 2.1 l/m, system diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 4394.2, pump hours were 4105.1 walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Advised they will call back in 30 minutes to check in. Called back and nurse stated they were receiving constant patient line open alerts, so they swapped out to new device and restarted therapy about 10 minutes ago. Advised them to call back if they have any questions or receive any alerts or alarms. Sn (B)(6). Per follow up information received via task on 04sep2025, biomed stated device was sent to shop for alert 113 not heating. They did functional verification, placed device in manual control at 40c, after 30 minutes the device temperature did not get higher than 20c. Walked through functional verification, even after draining 0.5l from right drain port, t2 would not heat to greater than 20c. Discussed this was indicative of a failed heater. Requested parts and pricing and stated they would determine with management next steps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started therapy yesterday. They were rewarming, but the arctic sun device was alerting 113 reduced water temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 37c, water temperature (wt) was 31c, water flow rate (wfr) was 2.1 l/m, system diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 4394.2, pump hours were 4105.1 walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Advised they will call back in 30 minutes to check in. Called back and nurse stated they were receiving constant patient line open alerts, so they swapped out to new device and restarted therapy about 10 minutes ago. Advised them to call back if they have any questions or receive any alerts or alarms. Sn (B)(6).

Event description:
It was reported that the patient started therapy yesterday. They were rewarming, but the arctic sun device was alerting 113 reduced water temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 37c, water temperature (wt) was 31c, water flow rate (wfr) was 2.1 l/m, system diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 4394.2, pump hours were 4105.1 walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Advised they will call back in 30 minutes to check in. Called back and nurse stated they were receiving constant patient line open alerts, so they swapped out to new device and restarted therapy about 10 minutes ago. Advised them to call back if they have any questions or receive any alerts or alarms. Sn (B)(6). Per follow up information received via task on 04sep2025, biomed stated device was sent to shop for alert 113 not heating. They did functional verification, placed device in manual control at 40c, after 30 minutes the device temperature did not get higher than 20c. Walked through functional verification, even after draining 0.5l from right drain port, t2 would not heat to greater than 20c. Discussed this was indicative of a failed heater. Requested parts and pricing and stated they would determine with management next steps. Per review of wo notes on 20apr2026, the device still had a failed heater from original tech support call (B)(4) the biomed discussed that this management team now wants to send the device to the service depot for 2000-hour service after a year of debate. Stated that the device had a failed heater from previous call with them.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was confirmed. The root cause for the reported event is a failed heater. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed heater. The device was evaluated upon receipt. The heater was determined to have failed. The heater was replaced. It was reported that the nurse stated they were receiving constant patient line open alerts. A 2k hour pm was completed. This included servicing the circulation and mixing pumps, replacing both manifold o-rings, replacing the drain valves, replacing the double bend tube, and replacing the chiller evaporator outlet tube. The coin cell was also replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started therapy yesterday. They were rewarming, but the arctic sun device was alerting 113 reduced water temperature control. Patient temperature (pt) was 35.1c, targeted temperature (tt) was 37c, water temperature (wt) was 31c, water flow rate (wfr) was 2.1 l/m, system diagnostics, outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 4394.2, pump hours were 4105.1 walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Advised they will call back in 30 minutes to check in. Called back and nurse stated they were receiving constant patient line open alerts, so they swapped out to new device and restarted therapy about 10 minutes ago. Advised them to call back if they have any questions or receive any alerts or alarms. Sn (B)(6).